Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 178850-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included nickel sensitivity and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstural cycle"), rash ("rash/skin condition"), vaginal discharge ("vag. Discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune uveitis ("type of autoimmune diagnosed: uveitis"), anaemia ("anemia"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), sleep disorder ("hormonal changes/sleeping changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye inflammation ("vision probs / inflammation in left eye"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), stress ("stress"), depression ("depression"), eye inflammation nos ("left eye inflammation") and tooth infection ("extracted tooth due to pain (infection)") with toothache, was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on 18-sep-2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dysmenorrhoea, allergy to metals, vaginal haemorrhage, rash, vaginal discharge, female sexual dysfunction, autoimmune uveitis, mental disorder, bladder disorder, urinary tract disorder, sleep disorder, headache, nausea, gastrointestinal disorder, nervous system disorder, weight increased, weight decreased, skin disorder, weight fluctuation, anxiety, stress, depression and tooth infection outcome was unknown, the pelvic pain, dyspareunia, menorrhagia, metrorrhagia, menstrual disorder, anaemia and eye inflammation had resolved and the fatigue, alopecia, migraine and eye inflammation nos was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, autoimmune uveitis, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, eye inflammation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, sleep disorder, stress, tooth infection, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased and eye inflammation nos to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,blurred vision, headaches., depression, uveitis,irregular cycles , quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: pfs received: events: tooth infection, tooth pain, eye inflammation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), autoimmune uveitis ('type of autoimmune diagnosed: uveitis'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune uveitis (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye disorder ("vision probs") and skin disorder ("rash/skin condition"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, autoimmune uveitis, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, rash, mental disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, gastrointestinal disorder, nervous system disorder, eye disorder, weight increased, weight decreased and skin disorder outcome was unknown and the menorrhagia, metrorrhagia and anaemia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, autoimmune uveitis, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 178850-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included nickel sensitivity and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstural cycle"), rash ("rash/skin condition"), vaginal discharge ("vag. Discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune uveitis ("type of autoimmune diagnosed: uveitis"), anaemia ("anemia"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), sleep disorder ("hormonal changes/sleeping changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye disorder ("vision probs"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), stress ("stress"), depression ("depression") and eye inflammation ("left eye inflammation"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dysmenorrhoea, allergy to metals, vaginal haemorrhage, rash, vaginal discharge, female sexual dysfunction, autoimmune uveitis, mental disorder, bladder disorder, urinary tract disorder, tooth disorder, sleep disorder, headache, nausea, gastrointestinal disorder, nervous system disorder, eye disorder, weight increased, weight decreased, skin disorder, weight fluctuation, anxiety, stress and depression outcome was unknown, the pelvic pain, dyspareunia, menorrhagia, metrorrhagia, menstrual disorder and anaemia had resolved and the fatigue, alopecia, migraine and eye inflammation was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, autoimmune uveitis, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, eye inflammation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, sleep disorder, stress, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,blurred vision, headaches., depression, uveitis,irregular cycles. Most recent follow-up information incorporated above includes: on 18-mar-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 178850-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included nickel sensitivity and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstural cycle"), rash ("rash/skin condition"), vaginal discharge ("vag. Discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune uveitis ("type of autoimmune diagnosed: uveitis"), anaemia ("anemia"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), sleep disorder ("hormonal changes/sleeping changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye disorder ("vision probs"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), stress ("stress"), depression ("depression") and eye inflammation ("left eye inflammation"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dysmenorrhoea, allergy to metals, vaginal haemorrhage, rash, vaginal discharge, female sexual dysfunction, autoimmune uveitis, mental disorder, bladder disorder, urinary tract disorder, tooth disorder, sleep disorder, headache, nausea, gastrointestinal disorder, nervous system disorder, eye disorder, weight increased, weight decreased, skin disorder, weight fluctuation, anxiety, stress and depression outcome was unknown, the pelvic pain, dyspareunia, menorrhagia, metrorrhagia, menstrual disorder and anaemia had resolved and the fatigue, alopecia, migraine and eye inflammation was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, autoimmune uveitis, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, eye inflammation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, sleep disorder, stress, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,blurred vision, headaches., depression, uveitis,irregular cycles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') in an adult female patient who had essure (batch no. 178850) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included nickel sensitivity and iron deficiency anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune uveitis ("type of autoimmune diagnosed: uveitis"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), sleep disorder ("hormonal changes/sleeping changes"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye disorder ("vision probs"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety"), stress ("stress"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), eye inflammation ("left eye inflammation") and menstrual disorder ("menstural cycle"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, autoimmune uveitis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, dysmenorrhoea, rash, mental disorder, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, sleep disorder, headache, nausea, gastrointestinal disorder, nervous system disorder, eye disorder, weight increased, weight decreased, skin disorder, weight fluctuation, anxiety, stress, depression, vaginal haemorrhage, allergy to metals and female sexual dysfunction outcome was unknown, the menorrhagia, pelvic pain, dyspareunia, metrorrhagia, anaemia and menstrual disorder had resolved and the fatigue, alopecia, migraine and eye inflammation was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, autoimmune uveitis, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, eye inflammation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, sleep disorder, stress, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,blurred vision, headaches., depression, uveitis,irregular cycles. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs and mr received. Reporters information were added. Lot number was added.events:apareunia (inability to have sexual intercourse),nickel allergy,abnormal bleeding (vaginal),depression, stress, anxiety, weight fluctuation ,left eye inflammation were added. Event: hormonal changes were updated to hormonal changes/sleeping changes. Event outcome was updated: menstrual cycle, pelvic pain , left eye inflammation , migraine, fatigue, painful intercourse and hair loss. Medical history was added. Event: bleeding: menorrhagia (heavy menstrual bleeding),pregnancy: stillbirth/miscarriage,type of autoimmune diagnosed: uveitis and pregnancy with contraceptive device was updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uveitis ('type of autoimmune diagnosed: uveitis'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uveitis (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("pain abdominal"), back pain ("pain back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems:urinary problems"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("nuero condit/prob"), eye disorder ("vision probs") and skin disorder ("rash/skin condition"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uveitis, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, rash, mental disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, gastrointestinal disorder, nervous system disorder, eye disorder, weight increased, weight decreased and skin disorder outcome was unknown and the menorrhagia, metrorrhagia and anaemia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urinary tract disorder, uveitis, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment allergy, bleeding, pain, autoimmune disorder, bladder/urinary problem, other injury. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.